Event description:
New information noted that during the procedure the atrial lead was capped for an unspecified reason.

Event description:
It was reported. That the patient reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that the pacemaker was in backup mode. The pacemaker was explanted. And new pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. Final analysis found that the device was in backup operation with battery at end of service (eos) level upon receipt. The device triggered backup mode consistent with corruption of device image which was caused by undetermined source. Longevity assessment was performed, based on nominal settings, and the device exceeded longevity indicating normal battery depletion.